Event description:
Boston scientific received information that 3 years ago, this right atrial (ra) lead was surgically abandoned due to inappropriate atrial pacing due to atrial undersensing, as well as high impedance measurements greater than 2000 ohms. No adverse patient effects were reported. Recently, this lead was explanted during an unrelated procedure and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned, with dried blood noted in the lumen of the lead and terminal pin opening. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.